Manufacturer narrative:
Pt's identifier was not available at the time of this report but has been requested. Device under evaluation at time of report.

Event description:
Surgeon reported a cranial tumor biopsy on a pt with a 5mm diameter tumor came back without a tumor sample. The surgeon confirmed that the needle missed the lesion by a couple millimeters via post-operative scan. The pt required another surgery since this one did not produce a sample due to the inaccuracy. For the second surgery, the surgeon used a stereotactic leksell frame with the stealthstation framelink application. A tumor sample was successfully obtained.